Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the stapler was jammed during use and the staples were difficult to get out of the stapler. No patient injury reported.